Event description:
It was reported that a user experienced hyperglycemia after an infusion set change, with subsequent site changes including one with observed leakage, and glucose readings reported as ¿high¿ (>400 mg/dl) overnight before later trending downward; the user ultimately normalized after another infusion set change to an atypical site. Symptoms included general brain fog and feeling unwell. Outcomes included no hospitalization, no medical intervention, and self-management with plans to coordinate correction dosing with the healthcare provider. Investigation included complaint assessment, troubleshooting, and user education by support staff with follow-up. Investigation of this case revealed an unclear cause, with a plausible infusion site or set issue given the leak and resolution after further site change, but no definitive device malfunction identified. It was concluded that the event represented hyperglycemia of unclear cause with successful recovery following additional infusion set replacement and site change.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.